Event description:
Patient reported one of her cadd-solis pumps is not working properly. Pt states she is unable to get the cassette to attach. She has tried multiple cassettes. Pt states she has been doing this for a long time and knows how to correctly set up pump. Other pump is working fine. Serial number is unknown. Replacement sent. Unknown if fault occurred while in use. No adverse events reported. No missed doses reported. Device is available for return, upon patient return. Infusion is life-sustaining. Outcome of the event is unknown. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. No additional information is available at this time.